Manufacturer narrative:
Reporter is a company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown orthopedic procedure on (B)(6) 2019, to treat a midshaft tibia fracture. When the surgeon was inserting a tibial nail utilizing the suprapatellar tibial nail instrument set, the driving cap broke off in the insertion handle while impacting with a mallet. The threaded tip portion of the driving cap broke off and remained in the insertion portion of the insertion handle. The case continued by impacting the insertion handle to complete insertion of the nail. The procedure was successfully completed without surgical delay. There were no patient consequences reported. Concomitant devices: tibial nail (part: unknown, lot: unknown, quantity: 1), insertion handle for suprapatellar (part: 03.010.440, lot: unknown, quantity: 1). This report is for a driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the driving cap (p/n: 03.010.475, lot #: 7720478) was returned and received at us cq. Upon visual inspection, it was observed that the entire distal tip both the threaded and non-threaded portion broken off at the laser weld and the broken part is lodged inside the insertion handle (p/n: 03.010.440, lot #: 11-3111). There were scratches and nicks on the device which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. A dimensional inspection was not performed as the distal tip was lodged inside the insertion handle and was inaccessible without destruction of the insertion handle. The complaint condition is confirmed for the driving cap (p/n: 03.010.475, lot #: 7720478). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential root cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.475. Lot: 7720478. Manufacturing site: bettlach. Release to warehouse date: 17.jan.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.